Event description:
It was reported, that the pump's usb port was loose. And the pump battery intermittently could not be charged properly, without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 130 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.